Event description:
Report rec'd from (B)(6) stating that the device had an internal part that was "damaged." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The device has been evaluated and the reported condition was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).